Event description:
The pt reports that approximately 6 months ago (exact date unk) she began experiencing painful heating and swelling from the low back to the ipg when the stimulation was turned on. The pt declined reprogramming and requests the scs system to be removed as she does not require the use of her scs system. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history. See scanned page.